Event description:
The distributor reports the catheter was placed and initial reading was 30. After a while the error code "e06" was displayed. The catheter was zeroed prior to insertion. No patient injury was reported. The user facility reports unable to monitor due to error message.